Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the plate was damaged postoperatively and needs to be removed.

Manufacturer narrative:
The reported plate breakage could not be confirmed as the revision has not been performed and no x-ray was provided. A review of all relevant manufacturing and inspection documents found no issues related to the reported event. The device, used in a mandible procedure, showed fracture or damage on a postoperative x-ray, with bone union nearly complete. Based on statistical evaluation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.